Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 4 months post-implant of a bifurcated device and two suprarenal aortic extensions, the patient was brought back to resolve a proximal endoleak that was left being monitored at the end of the procedure. Reportedly, the patient's aortic neck was severely angulated; however, the decision made was to treat this patient via endovascular approach. During the initial procedure, the bifurcated and aortic extensions were implanted; however, a proximal endoleak remained. The physician elected to bring the patient back and add another aortic extension. Angiogram revealed the endoleak did not resolve. Therefore, a competitor stent was implanted in the leak area. However, this also did not resolve the endoleak. The physician concluded the procedure and elected to follow up the patient. The plan is to perform a repeat computed tomography 45 days post-operative, and based on the findings, decide a course of action.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: the review indicates the reported event is confirmed. The severe dual angled, calcified aortic neck, the aneurysmal thoracic aorta and the large mural thrombus are elements that might be incongruent with the device IFU, and played a role in the remaining/not mitigated endoleak type ia. Based on the investigation findings, the most likely cause for the reported event is related to the patient's vessel characteristics and co-morbidities. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.